Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor who reported that the patient wanted to know if the implant could "affect other organs" and was advised that the device was not supposed to affect other organs. When asked what the patient was experiencing the patient indicated that they were having pain in their right leg and increased stimulation the morning of the call because the patient started having a lot of incontinence problems the night prior to the call. The patient indicated that the morning of the call the increased to 8.0 on program 2, but it felt like it was really hurting the patient's leg; the patient had neuropathy and has always had some problems and the issue isn't new, but once the patient increased stimulation they could feel it more. Furthermore the patient indicated that they had not been getting good symptom relief for the past month and while they healthcare provider (hcp) had increased stimulation and the patient was feeling stimulation they therapy was still not helping. The patient was changed from program 3 to program 2 by their healthcare provider (hcp). The patient was advised to follow-up with their hcp and the 8.0 was a very high setting. Patient status is unknown at the time of this report. There were no further complication reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received as healthcare professional reported that the cause of the sudden incontinence, loss of therapy and pain was due to patient turned device too high. Patient was seen in office and stim was adjusted. Symptoms were resolved. Patient's weight was reported.